Event description:
Clinical study. Same case as MDR# 6000089-2007-00221, 6000089-2007-00220. Same case as pt 6000089-2005-00984, 6000089-2005-00985 and 6000089-2005-00987. It was reported that 593 days after a coronary drug eluting stenting treatment procedure, the pt expired. The index procedure treated target lesion one a 3.5x12mm long type c bifurcated lesion identified in the proximal left anterior descending artery (lad) with 75% stenosis per catheter lab report. Target lesion 1 was treated with pre-dilation and placement of a 3.5x20mm taxus express2 drug eluting stent using a crushed stent technique kissing balloon inflations. There was 0% residual stenosis the index procedure treated target lesion two a 2.5x12mm lesion identified in the first diagonal with 75% stenosis, with direct placement of a taxus express2 2.5x12mm drug eluting stent reducing stenosis to 0%. The index procedure also treated lesion three a 2.75x12mm lesion identified in the first right posterolateral branch (rpl) with 75% stenosis. The lesion was moderately calcified and moderately tortuous with predilation and placement of taxus express2 2.75 x 16mm drug eluting stent reducing stenosis to 0%. The pt was discharged twelve days later on aspirin and plavix. Five hundred and ninety three days after the index procedure, the pt expired with the cause of death as cancer. The physician reported that the target vessel was not involved. The relationship to the taxus stent was not given. It is reported that no autopsy was performed.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.